Manufacturer narrative:
Patient was revised to address acetabular cup loosening and pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address liner disassociation and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 05, 2017: litigation and medical records received. In addition to what was previously reported, pfs alleges squeak, and leg length discrepancy. After review of medical records for MDR reportability, it was stated that the patient experienced pain and audible squeaking and was revised due to liner wear. Revision op notes stated presence of joint fluid with mild metal staining of the synovial lining of the pseudocapsule. It also stated that the liner had dislocated and partially spin out. Records also indicated leg length discrepancy with the right being less than 4mm compared to the left. There were no lab values provided for the alleged high metal ions. This complaint was updated on: may 18, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Patient was revised to address acetabular cup loosening and pain.